Event description:
Staff noted that pieces of the finish on one of the circumcision clamps was peeling and flaking. The material fell off onto the surgical field during the procedure. The doctor was able to remove the flakes from the surgical site and staff removed the device from use. Can the device be made from a more durable metal?manufacturer response (as per reporter) for circumcision clamp, gomcothe manufacturer noted that the device is no longer under warranty (manufactured 1/1/2006). Warranty is only applicable for 1 year from the date of manufacture.

Event description:
Staff noted that pieces of the finish on one of the circumcision clamps was peeling and flaking. The material fell off onto the surgical field during the procedure. The doctor was able to remove the flakes from the surgical site and staff removed the device from use. Can the device be made from a more durable metal?manufacturer response (as per reporter) for circumcision clamp, gomcothe manufacturer noted that the device is no longer under warranty (manufactured 1/1/2006). Warranty is only applicable for 1 year from the date of manufacture.